Event description:
It was reported that during setup for a surgical procedure at the user facility the bur broke off in the device. No patient involvement, no delay, no medical intervention and no adverse consequences were alleged with this event.

Event description:
It was reported that during setup for a surgical procedure at the user facility the bur broke off in the device. No patient involvement, no delay, no medical intervention and no adverse consequences were alleged with this event.

Manufacturer narrative:
During the device evaluation, internal corrosion was found within the device, which is a probable cause of the reported overheating.

Manufacturer narrative:
During the device evaluation, the broken bur could not be confirmed.

Event description:
It was reported that during setup for a surgical procedure at the user facility the bur broke off in the device. No patient involvement, no delay, no medical intervention and no adverse consequences were alleged with this event.

Manufacturer narrative:
Upon follow-up it was reported that the attachment had overheated during use at the user facility and that no additional information was available regarding the reported event. Failure analysis is in progress.